Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that when the c-arm was moved to the 90 degree position, the image would black out. There is no report of pt injury.